Event description:
During a laparoscopic gastric bypass procedure, the device cut, but only stapled on one side of the incision. It was not noted how the case was completed. There was no patient consequence.